Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tlc55 instrument mechanism jammed and the cam is blocked. Another instrument was used to complete the case. There was no consequence to the pt.